Manufacturer narrative:
The reported field event of high defibrillation impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device implant procedure, high, out of range, defibrillation impedance was observed on the device. The device was not implanted and was replaced. The patient was stable.